Event description:
It was reported that a pending alarm occurred. Review of the event logs revealed multiple motor stalls going back to early 2014. The pump was not used. The pump was to be returned to the manufacturer.

Event description:
According to the logs, the pump stalled and started several times over a year period and was stalled for a different amount of time each time. The reason for the stalls was unknown as the pump had been sitting on the shelf.

Manufacturer narrative:
(B)(4).